Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During service at baxter, it was discovered a colleague infusion pump that has a constant air inline alarm when running the functional test the reported condition was identified during service. An interruption during delivery occurred. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the assignable cause was the phm (pumphead module). The device has not been repaired at this time since it is a baxter owned unit.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information become available.